Manufacturer narrative:
H.3.,6: the complaint device associated with this report has not been received for evaluation. Retention sample was tested and found to meet release specifications. Batch record review indicated all chemical, toxicological and microbiological testing was normal and there were no remarks related to compounding, filling or sterilization of the lot.

Event description:
A nurse reported 4 patients experienced inflammatory responses one day following cataract surgery. Additional information received indicates there were 6 patients. This report is for one of these six patients and filed as manufacturer report number 3002037047-2006-00036. The other manufacturer report numbers are: MDR # 3002037047-2006-00031, MDR # 3002037047-2006-00032, MDR # 3002037047-2006-00033, MDR # 3002037047-2006-00034, MDR # 3002037047-2006-0035. Patient was treated with oral antibiotic and topical sterioid drops. Her ocular exam 6 days later was reported as "quiet" . Facility states they do not know the cause of these events and they are not blaming any product.